Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the vessel sealer extend instrument worked ok initially. The error message displayed "laser exposed during surgery"; from this point, the instrument failed to work appropriately. The surgeon reported that the instrument was doing actions that were opposite to what it should have been, for example, going upwards instead of downwards. The instrument was unusable from this point and a second instrument was opened. The procedure was completed with no injury and no delays.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. As a result, the instrument failed precise motion test. The instrument exhibited imprecise motion when the master tool manipulators (mtm) were manipulated. The instrument was placed and driven on an in-house system the instrument passed the recognition and engagement tests. The instrument exhibited imprecise motion in the wrist direction during gripping and un-gripping. The grip tips moved within the joint limits a in the commanded direction, however a lag or delay in the motion that was observed. The instrument passed electrical continuity test. Root cause attributed to dislodged main tube. The probable root cause of a dislodged main tube and the resulting imprecise motion is attributed to damage during use. When the roll gear tabs that mate with the main tube and provide a hard stop are damaged, the main tube can rotate independently of the roll gear. This rotation can cause a miscalibration between the master tool manipulator (mtm) and main tube. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.